Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than two weeks post implant of a right ventricular (rv) lead the patient presented with fast heart rate and atrial fibrillation (af) with rapid ventricular response (rvr) rhythm. It was also reported there were high and rising thresholds on the rv lead. It was noted the patient recently underwent transcatheter aortic valve replacement (tavr). The lead remains in use. No further patient complications have been reported as a result of this event.